Manufacturer narrative:
Claim # (B)(4).

Manufacturer narrative:
Additional information: h3: device evaluation: lens was returned in a micro centrifuge vial with moisture on the lens. Visual inspection found no visible damage. Claim#: (B)(4).

Manufacturer narrative:
This product is not marketed in the us. No similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that on (B)(6) 2020 a 12.6mm, vicmo12.6, -9.5 diopter, implantable collamer lens tore/broke during injection/delivery into the eye. There was patient contact but no patient injury. On (B)(6) 2020 a replacement lens was implanted and it was reported that the problem resolved.